Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found bottom case cracked and filled with fluid ingression. Tamper seals both broken. Cracked right plunger case. Corrosion on interconnect board, fluid ingression on antenna. Check syringe plunger sensor found in the event history log. Check syringe plunger sensor found at power up. Fluid contamination around the plunger flippers caused them to stick open as a result of customer damage. To resolve the issue, the plunger case assembly was replaced. Fluid contamination around the plunger flippers causing them to stick open. Customer damaged. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a biomed error unable to solve issue. No patient involvement reported.